Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module. The following data was provided (unit of measure ng/dl): sid (B)(6) initial >5.00, repeat 2.21, sid (B)(6) initial >5.00, repeat 1.14, sid (B)(6) initial >5.00, repeat 1.13, sid (B)(6) initial >5.00, repeat 1.02, sid (B)(6) initial >5.00, repeat 1.08, sid (B)(6) initial >5.00, repeat 1.07, sid (B)(6) initial >5.00, repeat 1.03, sid (B)(6) initial >5.00, repeat 1.40, sid (B)(6) initial >5.00, repeat 1.03, sid (B)(6) initial >5.00, repeat 0.86, sid (B)(6) initial >5.00, repeat 0.92, sid (B)(6) initial >5.00, repeat 1.00, sid (B)(6) initial >5.00, repeat 0.78, sid (B)(6) initial >5.00, repeat 1.07, sid (B)(6) initial >5.00, repeat 1.14, sid (B)(6) initial >5.00, repeat 0.93, sid (B)(6) initial >5.00, repeat 0.70, sid (B)(6) initial >5.00, repeat 0.99, sid (B)(6) initial >5.00, repeat 0.96, sid (B)(6) initial >5.00, repeat 0.90, sid (B)(6) initial >5.00, repeat 1.04, sid (B)(6) initial >5.00, repeat 1.07, sid (B)(6) initial >5.00, repeat 1.18, sid (B)(6) initial >5.00, repeat 1.00. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer replaced the carousel wedge and module function was verified with a control/precision run. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false elevated free t4 results post the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the carousel wedge did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the carousel wedge were identified.

Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module. The following data was provided (unit of measure ng/dl): sid (B)(6) initial >5.00, repeat 2.21, sid (B)(6) initial >5.00, repeat 1.14, sid (B)(6) initial >5.00, repeat 1.13, sid (B)(6) initial >5.00, repeat 1.02, sid (B)(6) initial >5.00, repeat 1.08, sid (B)(6) initial >5.00, repeat 1.07, sid (B)(6) initial >5.00, repeat 1.03, sid (B)(6) initial >5.00, repeat 1.40, sid (B)(6) initial >5.00, repeat 1.03, sid (B)(6) initial >5.00, repeat 0.86, sid (B)(6) initial >5.00, repeat 0.92, sid (B)(6) initial >5.00, repeat 1.00, sid (B)(6) initial >5.00, repeat 0.78, sid (B)(6) initial >5.00, repeat 1.07, sid (B)(6) initial >5.00, repeat 1.14, sid (B)(6) initial >5.00, repeat 0.93, sid (B)(6) initial >5.00, repeat 0.70, sid (B)(6) initial >5.00, repeat 0.99, sid (B)(6) initial >5.00, repeat 0.96, sid (B)(6) initial >5.00, repeat 0.90, sid (B)(6) initial >5.00, repeat 1.04, sid (B)(6) initial >5.00, repeat 1.07, sid (B)(6) initial >5.00, repeat 1.18, sid (B)(6) initial >5.00, repeat 1.00. No impact to patient management was reported.